Manufacturer narrative:
The device will not be returned to olympus for evaluation. The olympus service business center (sbc) spoke with the customer but was not able to troubleshoot the issue. Sbc advised the customer on how to troubleshoot to identify the cause of the error. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the available information and since the device was not returned for evaluation, a definitive root cause for the reported issue could not be determined. A review of device history and service history could not be performed as a serial number was not provided for the subject device. The issue is addressed in the cv-190 technical guide (troubleshooting): b30 indicates a scope communication error. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus they were receiving b30 scope communication errors with the evis exera iii xenon light source during a diagnostic bronchoscopy and upper endoscopy. The customer reset the monitor, wiped the scope, and changed devices during troubleshooting, but the errors occurred many times. The customer reported the event resulted in delays (unspecified duration) as they had to switch through two different towers and three different bronchoscopy scopes to complete the procedure. There was no patient injury or medical intervention associated with this event.